Event description:
A 7 mm diameter x 3.0 cm length bridge assurant biliary stent system was inserted into a patient for the endovascular treatment of a 95% occluded lesion in the profunda femoris in 2003. Vessel morphology is unknown. It was reported that the lesion was not pre-dilated. It was reported that the stent delivery system was inserted on the right side through a 7f cordis short sheath and advanced to the left. The stent failed to cross the lesion and while retracting the delivery system towards the sheath the stent dislodged into the iliac artery. It was reported that a smaller balloon was inserted through the stent and the physician tracked the stent back to the lesion but was unable to cross the lesion. The physician placed the stent near the lesion and smashed it against the arterial wall with a balloon. It was reported that another manufacturer's stent was successfully implanted to cover the bridge assurant stent and treat the lesion. No additional sequelae were reported and the patient is reported to be fine.